Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the patient developed a small pneumothorax, which was identified on a 3d spin. The targeted lesion measured 3.1 x 1.8 x 1.9 cm and was located in the right upper lobe, 0 mm from the pleura. The physician navigated out and was near the target; however, the auto pleura border was not detected. Per the physician, the lesion was very close to the pleura, and the needle likely advanced beyond the nodule boundary, resulting in the small pneumothorax. The procedure was completed without any additional issues. A post-procedure chest x-ray showed a moderate-sized pneumothorax, so a pigtail chest tube was placed. No malfunction of the ion system, instrument, or accessory occurred. The diagnosis was mycobacterial infection. The patient stayed overnight and was discharged home.

Manufacturer narrative:
There was no allegation or indication that an ion device, its accessories, or its software malfunctioned.